Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 2/3 deployment, the valve was recaptured after dislodging into the sinus of valsalva. It was reported that the blood pressure was not restored after recapturing the valve. Subsequently, percutaneous cardiopulmonary support (pcps) was initiated and the valve was successfully implanted without issue. It was reported that the patient¿s valve implant was performed emergently earlier than planned due to deterioration of heart failure. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.